Event description:
As reported via the cec adjudication minutes for the (B)(4) study, a patient experienced a peri-procedure myocardial infarction (mi). At the time of the index procedure, angiography revealed 80% stenosis in the distal circumflex artery. The indication for the procedure was stable angina and a positive functional test for ischemia. The lesion was 10mm in length, class a and de novo. The lesion was pre-dilated with a 3.0 x 12mm non-cordis balloon at 14atm and a 3.5 x 13mm cypher stent was implanted at 14atm without post-dilation. There was no residual stenosis. Post procedure enzymes peaked at the time of discharge with a ckmb of 13.5 (uln 5.0) and a troponin of 1.81 (uln 0.4). The cec adjudication minutes received on 2/22/2012, adjudicated this to a peri-procedure myocardial infarction. The patient did not have any symptoms and there was no treatment provided. The patient was discharged the day after the index procedure.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi and angina. The information received from the (B)(4) study indicated that during the index procedure, the patient had an 80% stenosis in the distal circumflex artery successfully treated with a 3.5 x 13mm cypher stent. Post-procedure, the patient had elevated cardiac enzymes ((B)(6) 17:30 ck 415 ul: 232 u/l, ck-mb 8.1 ul: 5ng/ml, (B)(6) 18:30 ck 371 ul: 232 u/l, ck-mb 13.5 ul: 5ng/ml, troponin I 1.81 ul: 0.4 ng/ml). The (B)(4) committee adjudicated the elevation in cardiac enzymes as an arc peri-procedural event and has been captured as a mi. The patient did not have any symptoms and there was no treatment for the mi event. Approximately one month after the index procedure, the patient was admitted with stable angina and had a revascularization of the left anterior descending (lad) artery. The event was reported to be unrelated to the procedure, the cypher stent and the study drug. Approximately eight months after the index procedure, the patient had angina, and five days later the patient had a positive ischemic function study. The patient had revascularization through balloon angioplasty in the proximal right coronary artery (rca). The reason for the revascularization was a positive ischemic function study. The event was reported to be unrelated to the cypher stent, the index procedure and the study drug. The patient had stable angina 12, 14, and 17 months after the index procedure, but no treatment was reported. The product was not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15109103 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. The exact cause of the stable angina the patient had during the 12, 14, and 17 months follow up could not be determined, however, the patient's medical history includes stable angina pectoris. Cardiac enzymes are released when the heart muscle is damaged, such as after pci. Therefore, procedural factors might have contributed to the event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Concomitant medications included aspirin 81mg, pravastatin 40mg, prevacid 20mg, metoprolol 25mg and plavix 75mg daily and heparin and bivalirudin intraprocedure. Additional information will be submitted within 30 days of receipt.